Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Brand name, common device name, lot #, part #, UDI #, 510k: this report is for an unknown device/unknown lot. Part and lot number are unknown; UDI number is unknown. (B)(4).

Event description:
A sigma knee revision was done on a patient. X rays showed the tibial baseplate, metaphyseal sleeve and the universal stem are show coming through the cortical bone of the tibial shaft. The event was believed to occur as intra-op, we had problems going down the tibial shaft due to a cement plug or a plug of some sort not allowing us to go straight down the tibial canal and forcing us to go down on an angle until the reamers came out of the tibial canal and through cortical bone.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with the reported event was not received at the investigation site for evaluation. Review of provided patient radiographs confirm the reported event. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgery time was extended due to the fact that the clamp to hold the stem to the tibial base plate was not working properly at that moment but not because of the stem going through the cortical bone. This was only discovered after the x-rays were done 24 hrs post op.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.